Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the rca. On the same day, patient suffered a life threatening illness; an intracranial bleed. A CT brain scan was done and showed extensive acute intracranial haemorrhage with intraventricular extension and obstructive hydrocephalus (stroke). The investigator assessed that the event was unlikely related to index device, but probably related to antiplatelet medication. Patient died from a non-cardiac death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec adjudicated the death as death, vascular. The cec adjudicated the bleeding complication- intracranial hemorrhage leading to death as barc type 5b. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as stroke, hemorrhagic. If information is provided in the future, a supplemental report will be issued.